Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Sample from the patient was submitted for investigation and an interfering factor to the assay antibody/ idiotype was identified. This interference is documented in product labeling.

Event description:
The customer received a questionable free triiodothyronine (ft3) result for one patient sample from the cobas e602 analyzer serial number 1475- 19. The results were 7.9 and 7.3 pg/ml which did not fit the patient's clinical history. The patient was tested on liaison from diasorin on 12/16/2014 and the result was 2.76 pg/ml. Information concerning if any erroneous result was reported outside the laboratory was requested, but was not provided. The patient was not adversely affected.